Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed end of life (eol) out of the box. It reached eol 3 months ago,and was still in storage mode. Two manual capacitor reforms were done, however the battery did not recover. It was not used, and will be returned for analysis.